Manufacturer narrative:
The device was returned to the manufacturer for evaluation. Functionally evaluated flex arm rigidity by manually fully tightening and manipulating the instrument. The instrument tip was insufficiently rigid after full tightening. The above observations are consistent with anticipated wear due to a worn internal cable, resulting in the foregoing event.

Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Device history records for this lot were reviewed. No documentation was found that would indicate a nonconformance to specification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the inner wire of the flex arm is broken. No patient complications were reported.